Event description:
User reports the valve body on the instrument is cracked causing the tank to leak. User states the leak is contained inside the instrument, and no fluid has leaked onto the floor or into the walkway. There is no slip hazard at this time, and no patient samples have been affected.

Manufacturer narrative:
The field service representative determined the cause to be a defective o-ring and replaced o-ring. Verified buffer tank does not drip.